Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/2/2021. H.6. Investigation: one sample was provided to our quality team for investigation. Through visual inspection, the stopper was observed to be deformed and molded incorrectly. A device history review was performed for the reported lot 2007006, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The stopper is provided by an external supplier, incoming inspections are performed as specified. While we could not identify a direct issue, this is failure is likely related to the material provided by the supplier.

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe plunger was deformed with an "additional flap". The following information was provided by the initial reporter: "plastic plunger - additional flap present within syringe details of injury (to patient, carer or healthcare professional): nil."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe plunger was deformed with an "additional flap". The following information was provided by the initial reporter: "plastic plunger - additional flap present within syringe details of injury (to patient, carer or healthcare professional): nil".